Event description:
In 2004, a trapease filter was placed in the inferior vena cava. During a follow-up chest x-ray in 2006, the pt was diagnosed with lumbar vertebral compression fracture and the upper part of the trapease filter was found fractured, and a strut of the filter was found at the bottom position of the right lung. It was noted that a follow-up in late 2005, revealed no fractures of the filter; however, the physician indicated that the fractured filter possibly occurred due to the compressed fracture of the lumbar spine. There were no problems noted delivering the trapease filter to the target site. The filter was not in an acute or sharp bend in the delivery tube while it was out of the storage tube. The filter did not migrate; however, the strut of the filter flowed to the bottom of the pt's right lung. There were multiple struts in the superior position of the filter fractured. There were no chest traumas and the pt did not receive CPR. The pt has a history of deep vein thrombosis (dvt). The left inferior limb was completely occluded and edema was seen pre-implantation of the filter. The extent of the dvt is unk. There is no info if large or excessive thrombus load was present. Anti-coagulation therapy was provided. The pt was not placed in a trendelenburg position. There was no pre-imaging completed; however, post imaging was completed. There were no initial peri/post procedural complications. No injury has occurred to the pt due to the flowed strut. There was no intervention to correct the reported event.

Manufacturer narrative:
This product is not available for analysis. Additional will be provided within 30 days of receipt.